Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their quality controls for br-ma and om-ma were out of ranges. The customer stated that their quality controls were acceptable prior to the patient samples being run. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse cleaned the wash spinner and manifold. The cse ran calibrations and quality controls and performed precision testing, which were acceptable. The cause of the discordant br-ma and om-ma results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant br-ma (cancer antigen 15-3) and om-ma (cancer antigen 125) results were obtained on multiple patient samples on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate immulite 2000 instrument, resulting different than the initial results. It is unknown if the repeat results obtained on the alternate immulite 2000 instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant br-ma and om-ma results.